Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that due to user repeatedly pulling the tracheostomy tube from the ventilator, it broke in half. The patient is ventilator dependent; therefore an emergent tracheostomy tube change was required. No permanent adverse effects resulted from this event.

Manufacturer narrative:
One sample returned for evaluation. Examination of the returned unit showed physically damage; shaft was ripped from the 15mm connector. The physical examination determined the tube had sustained damage when pulled off from the ventilator connection. The issue was determined to have been caused by user damage. The IFU states under warnings: 4.6 always hold the base of the 15mm connector when disconnecting. If difficulty is experienced when disconnecting, utilize the disconnect wedge provided by inserting the thin end between the connectors and pushing to force them apart. Do not apply forces to the tube itself as this may result in tube damage which may compromise the airway.